Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose level was 200 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Cartridge was not returned for evaluation; therefore, allegation of cartridge tubing damaged could not be confirmed.